Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The device manufacture date was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Several components were cleaned and replaced potential patient expired fluids contamination. The unit was returned to service.

Event description:
The hospital reported an over delivery of pressure during a case. There was no report of patient injury.